Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners noted during visual inspection. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. Data analysis pump history download showed that the daily total was from 16.5u to42.05u a day. Basal total was 16.2u to 16.5u a day. Bolus total was 3.4uto 25.85u. The insulin pump was received with partially depleted battery in the battery tube.

Event description:
It was reported that the customer passed away at home. The official cause of death was stated to be natural causes. The caller stated that the customer had kidney disease. The caller stated that the customer had checked her blood glucose prior to taking a nap and it was 223 mg/dl. The last recorded blood glucose value, in the insulin pump memory, was 289 mg/dl on (B)(6) 2015 at 6:41 am, and the last recorded insulin delivery information was 3.4 units at 7:29 am. The customer was wearing the insulin pump at the time of death. The customer was using sensors but was not wearing one at the time of death. The insulin pump will not be returned for analysis. The caller refused to upload to carelink because they are not good with computers.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.